Event description:
A siemens healthcare diagnostics inc. Field service engineer (fse) reported random, discrepant high results on the white blood cell peroxidase (wbcp) and differential results for two patient samples on the advia 2120i with single aspirate autosampler instrument. The initial results were not reported to the physicians. The customer suspected any flagged results and reran any samples with issues. The rerun results for both patient samples were reported to the physicians. No quality control data was provided. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated wbcp and differential results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) went to the site and determined that the reagent pump assembly was defective on the advia 2120i with single aspirate autosampler instrument. The reagent pump assembly was replaced and the problem was resolved. The cause of the discrepant, high white blood cell peroxidase (wbcp) and differential results on the instrument was the defective reagent pump assembly. The instrument is performing according to specifications. No further evaluation of this device is required.